Event description:
It was reported that during an anterior cruciate ligament surgery the device could not be tightened. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed heavy fraying and damage to the blue suture. In addition, the black and white suture was not returned with the assembly. Functional testing could not be performed due to damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.